Event description:
Customer reported set leaked IV fluids from distal smartsite on an infant patient. The patient was having problems with blood sugar requiring several variations in treatment. After the leak was noticed, a new infusion set was hung and the patient's blood sugar increased immediately. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received, investigation is not complete. A follow up report will be submitted with any new relevant information.